Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that when the console was last serviced on november 2020, it was fully functional with no issues. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The field service engineer (fse) confirmed the reported issue during service repair in the field. One of the fuses was replaced. The console shut down for one second. The water pump sparked and did not turn on. Since the console has reached end of life (eol) status, repair parts were no longer available. No further repairs could be done on the console. Based on the investigation results, an evaluation conclusion code of end of life problem identified was assigned to this investigation.

Event description:
It was reported that the console could not be started. When the console was switched on, it shut off as an emergency stop issue. The customer tried to remove the fuse cb1 located behind laser but was not able to fit it again. The procedure was not completed due to this event. No clinical complications to the patient occurred due to this event.

Manufacturer narrative:
D3. Manufacturer name, manufacturer address 1, manufacturer city, manufacturer state and manufacturer zip/postal code: corrected g1. MFR site facility name, MFR site address 1, MFR site city, MFR site state and MFR site zip/post code: corrected h10. Additional MFR narrative: corrected the device history record (DHR) review and service history record review was completed and confirmed that when the console was last serviced on january 2020, it was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The field service engineer (fse) confirmed the reported issue during service repair in the field. One of the fuses was replaced. The console shut down for one second. The water pump sparked and did not turn on. Since the manufacturer new star laser ended operations, new star laser is unable to provide bsc the repair parts needed to continue repair services for this console. No further repairs could be done on the console.

Event description:
It was reported that the console could not be started, while the patient was under anesthesia. When the console was switched on, it shut off as an emergency stop issue. The customer tried to remove the fuse cb1 located behind laser but was not able to fit it again. The procedure was not completed due to this event. No clinical complications to the patient occurred due to this event.

Manufacturer narrative:
Additional MFR narrative: corrected. The device history record (DHR) review and service history record review was completed and confirmed that when the console was last serviced on november 2019, it was fully functional with no issues. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The field service engineer (fse) confirmed the reported issue during service repair in the field. One of the fuses was replaced. The console shut down for one second. The water pump sparked and did not turn on. Since the console has reached end of life (eol) status, repair parts were no longer available. No further repairs could be done on the console. Based on the investigation results, an evaluation conclusion code of end of life problem identified was assigned to this investigation.

Event description:
It was reported that the console could not be started. When the console was switched on, it shut off as an emergency stop issue. The customer tried to remove the fuse cb1 located behind laser but was not able to fit it again. The procedure was not completed due to this event. No clinical complications to the patient occurred due to this event.

Event description:
It was reported that the console could not be started. When the console was switched on, it shut off as an emergency stop issue. The customer tried to remove the fuse cb1 located behind laser but was not able to fit it again. The procedure was not completed due to this event. No clinical complications to the patient occurred due to this event.